Event description:
It was reported that pt had a revision surgery in 2008. Primary stem was explanted.

Manufacturer narrative:
Add'l info pertaining to the event referenced in this report was requested.